Manufacturer narrative:
An event regarding disassociation of the metal head from the accolade stem involving a trident liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The patient was revised due to wear of the trunnion leading to disassociation of the femoral head from the stem and metallosis. Wear and small pieces of metallic debris were observed embedded in the articulating surface of the returned trident liner. Damage is consistent with third body wear from the metallic debris in the joint generated from the stem trunnion. The liner is therefore considered concomitant to the disassociation and trunnion wear/metallosis event. A full investigation is completed on the metal head and accolade stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon called me after a revision of an accolade tmzf stem. The surgeon said that stem/head has almost an identical issue as another revision he did in february. He said that the stem trunnion is worn and damaged and so is the head. There is poly backside wear, where it looks like a thin film of plastic has delaminated from the back of the liner. He said the liner is worn but not failed. He said the patient has had 4-5months of pain in the hip, unknown origin, they twisted in the kitchen the week before, and suddenly couldn't weight bear anymore. There was lots of metallosis in the patient. I will add more notes to this after getting more details from the surgeon in the coming days. Posterior approach, left hip.

Event description:
Surgeon called me after a revision of an accolade tmzf stem. The surgeon said that stem/head has almost an identical issue as another revision he did in february. He said that the stem trunnion is worn and damaged and so is the head. There is poly backside wear, where it looks like a thin film of plastic has delaminated from the back of the liner. He said the liner is worn but not failed. He said the patient has had 4-5months of pain in the hip, unknown origin, they twisted in the kitchen the week before, and suddenly couldn't weight bear anymore. There was lots of metallosis in the patient. I will add more notes to this after getting more details from the surgeon in the coming days. Posterior approach, left hip.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.